Event description:
Home patient(hp reports patient line of homechoice set was not priming completely. Line was re-primed x3 to obtain full prime. Per hp, no injury or medical intervention resulted from incident.